Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) in less than 5 years. The device was explanted and replaced. It was also reported that the atrial lead has high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.